Event description:
The reporter stated that the unit misreads syringe size. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The unit accepted a monoject 60cc syringe as a mono 35cc syringe and infused as such due to a nonfunctional size potentiometer. Medex was able to confirm the issue and determine a cause. The issue is being monitored for trend. The unit will be repaired and returned to the customer. No add'l action is necessary at this time. Medex considers this MDR closed with this report.